Event description:
The service report shows the customer reported that the ventilator stopped cycling while on a patient. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error in memory. The cse inspection the device and was unable to reproduce the failure. He replaced no parts. The unit passed extended self testing.